Manufacturer narrative:
(B)(4). Date sent: 4/8/2025. Corrected data: h1 and h6 medical device problem code. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? -no. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
Title: noninvasive 3d-CT simulation versus glue injection to localize small pulmonary nodules prior to anatomical segmentectomy: a randomized controlled trial authors: linhai fu, wenbin wu, alisherjon oblokulova, ting zhua, zhifeng maa, haiyong wanga, yuanlin wua, zhupeng lia, guangmao yua, chu zhang and miao zhang citations: interdisciplinary cardiovascular and thoracic surgery 2024, 38(1), https://doi.org/10.1093/icvts/ivad156. The aim of this study was to investigate whether adding glue injection to three-dimensional computed tomography bronchography and angiography (3d-ctba) has extra benefits to facilitate anatomical segmentectomy for pulmonary nodules. A total of 173 patients were randomized into the 3d-ctba group (89 patients) and glue-labelling group (84 patients) between january 2018 and march 2019. The inflation¿deflation method could identify the intersegmental plane for resection using endostaplers (endo gia ii, united states surgical, norwalk, conn; echelon endostapler, ethicon endo-surgery, cincinnati, ohio). The reported complications included chylothorax (n=4) and air leak >5 days (n=8). In conclusion, noninvasive 3d-ctba alone is probably sufficient to facilitate anatomical segmentectomy. The additional invasive glue labelling could be avoided in selected patients who undergo intentional segmentectomy.

Manufacturer narrative:
(B)(4) date sent: 3/11/2025, b3: publication year of 2023, d4: batch # unk, d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.